Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Based on the information reviewed, the reported patient effects of unchanged mitral regurgitation (mr) and atrial perforation appear to be related to procedural conditions. The reported pericardial effusion, hypotension, tachycardia (arrhythmia), and subsequent death appear to be cascading/secondary effects of the atrial perforation. The reported patient effects of worsening mr, atrial perforation, pericardial effusion, hypotension, arrhythmias (tachycardia), and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that in this case, attempts to implant a second clip during redo procedure following the single leaflet device attachment (slda) resulted in an atrial wall injury, which was likely caused by the clip delivery system (cds) coming into contact with the lateral wall of the left atrium (la). The reviewer continued that the atrial perforation with pericardial effusion was a device related complication that contributed to the final outcome. As pericardiocentesis could not control the resulting pericardial effusion, open chest surgery was attempted but patient died on the table. The reviewer determined that the patient death was not directly related to device, as it was a complication of surgery in an unstable patient. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This is conservatively filed to report the patient death. It was reported that on (B)(6) 2017, the mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (61116u287) was implanted, reducing the mr to 2. On (B)(6) 2017, one day post procedure, a transthoracic echocardiogram noted that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to grade 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. It was noted that there appeared to be chordal damage related to the slda. The first clip delivery system (cds 61121u231) was advanced and an attempt was made to implant the clip, but the mr could not be reduced. The cds was removed with the clip. During removal, when the cds was brought into the left atrium (la), the cds was presumed to have hit the lateral wall of the la, causing a hole in the la wall. A pericardial effusion occurred, which was treated with pericardiocentesis; however, the patient condition did not improve. The patient was hypotensive and tachycardic. The surgeon opened the patient's chest and attempted to surgically repair the hole; however, the patient could not be stabilized and his condition continued to decline. The patient died on the table. No additional information was provided.